Manufacturer narrative:
(B)(4). Evaluation, results: patient's condition affected effectiveness of device (dilated vessel). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (dilated vessel).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four years ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient recently returned for a routine follow up and the CT demonstrated that the iliac artery was found to have dilated; however, there were no endoleaks present. The decision was made to treat the patient at a later date. No additional clinical sequelae were reported, and the patient is fine.